Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/09/2018 that on (B)(6) 2018, patient experienced initializing screen without manual restart. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded, there was no data within the investigation window. Functional testing was performed and it passed. The reported event of receiver showing initializing screen without manual restart could not be determined. The root cause could not be determined.